Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent charging of the ilet when using the charging pad, requiring manipulation of the cord to establish charging; during the call the charging pad displayed a solid green light and the ilet resumed charging to 75 percent, with no visible damage reported to the pad. No adverse symptoms were reported. No health consequences or impact reported. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the device functioned as intended during the call and the issue was consistent with an intermittent charging connection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the problem after guidance.